Event description:
It was reported to synthes (B)(4) by a pt: pt was implanted with 2 prodisc-c implants, date unk, and they need to be removed. Pt did not inform synthes the reason for removal. Pt indicated he was requesting info on (B)(6), who might be able to perform the removal. Pt was contacted and is not willing to give any additional info. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.